Event description:
It was reported that when using the bd pyxis medstation system lbdm drawer 6 failed and was unable to recover. The malfunction occurred when a user tried to issue medication to a patient, but it did not cause any delays to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer not being detected on the communication bus.a field service engineer attempted to recover it in the user application, but the drawer failed. Then, the engineer reconnected all the connections to resolve the issue.the system functioned as intended after the field service engineer troubleshot the device.